Event description:
It was reported that the patient had an infection. The poly liner and competitor's head were exchanged. It was noted that the patient had a biomet stem.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown mdm x3 poly insert 28mm/52. An unknown mdm f liner cocr was also mentioned in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be submitted in a supplemental report upon completion of the investigation.